Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient encountered a leak from tubing event on 15-oct-2024. No further information available.